Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted

Event description:
According to the available information, a clear tubing break was noted. Another inflatable penile prosthesis was implanted.

Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned component revealed a separation within abrasion noted on the shorter pump exhaust tube. This was a site of leakage, indicating repetitive contact of the surfaces. Microscopic examination of the surfaces at the site of separation were rough and irregular, indicating sufficient stress was exerted to separate the site. Microscopic examination revealed partial separations within abrasion on the longer pump exhaust tube, and on the pump inlet tube indicating exposed or partially exposed monofilament and outer-layer tubing separations. These were not sites of leakage. Microscopic examination revealed confined abrasion on the pump inlet tubing at the tubing/strain relief junction. This was not a site of leakage. Microscopic examination revealed surface abrasion noted on all pump strain relief and tubing. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo, all the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation in the shorter pump exhaust tubing at the tubing/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.